Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and subsequently expired on or about the same day. It was reported that the event occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products. The exact date of death is not known and is estimated based on the reported info.